Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. A patient alert for out of tolerance lead impedance was triggered on 2013-01-23. Daily pace lead trend data show a spike increase for atrial pace from 624 to 1504 ohms between (B)(6) 2013. Product: d154atg implantable cardioverter defibrillator (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead triggered a patient alert. Review of lead impedance trend revealed stable trend until a sudden increase of 1504 ohms. Another single elevated measurement near 1000 ohms was noted. Unable to reproduce high impedance with lead manipulation and no visible anomalies noted by physician during inspection. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range.